Event description:
A biomedical engineer reported the unit would not recognize the handpiece on either port during surgery. The system was switched out and the case was completed. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system, confirmed the customer reported problem, and replaced the ultrasonic (u/s) controller printed circuit board (pcb). The system was then tested and met product specifications. The replaced u/s controller pcb was returned and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).